Event description:
The customer alleges that " handles are failing to light." No other details were provided and no patient injury/harm reported.

Manufacturer narrative:
The affected device was returned and the product defect has been confirmed. During evaluation 3 of the 4 handles functioned as intended however it was noted that one device did not light when two of the blades were engaged.

Event description:
The customer alleges that " handles are failing to light." No other details were provided and no patient injury/harm reported.